Event description:
The pt received the scs system consisting of an ipg and two leads implanted over the right and left occipital nerve (off-label location) on (B) (6) 2008. It was reported that the pt only received stimulation on the right side when the sutures were removed. An x-ray showed that all connections were intact. The left lead was completely on the left side but the right lead had migrated slightly. Testing showed that all lead impedances were fine. During a procedure to reposition the leads, the physician noticed that one of the leads had come out of the ipg header and fluid had entered the ipg. The ipg was replaced and the same leads were reused. The pt is reportedly doing well now. The explanted ipg was returned to ans for analysis.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passed lead pull tests. Once the fluid in the header was removed, the ipg passed functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.